Event description:
It was reported that the doctor drilled through the pt's arm and into the ii on the 9600 system. The pt's arm was resting on the face of the ii on the 9600 system. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ii grid was replaced during the service call. The system was tested and found to be working as intended and put back into service.